Event description:
It was reported that the cordless driver 3 ran in forward when in reverse mode and reverse when in forward mode during a procedure. The procedure was completed with the same device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.